Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(6)) displaying a tcmid:06 (ce post error) error message was confirmed during functional testing and review of the event log. The root cause is due to a defective cooling engine likely attributed to normal wear and tear. The console was manufactured in 14 december 2014 and is more than 6 years old, past the expected service life of 5 years. During visual inspection, the console was observed with cracked top lid, loose caster, degraded coldwell gasket, degraded coldwell cap and degraded drip tray gasket, damaged saline bag hook, and loose pump lid and caster. These types of physical damages could be due to wear and tear or could be attributed to user mishandling. These issues are not related to the reported complaint. Review of the event log retrieved from console revealed tcmid:06 error message. Evaluation of the console revealed a tcmid:06 error message during functional testing. The root cause was due to a defective cooling engine that needs to be replaced to address the reported complaint. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(6).

Manufacturer narrative:
During setup for patient use, the thermogard console (sn (B)(4) displayed tcmid:06 (ce post failure) error message on power on self test. Following this, the console was replaced for ivtm therapy, patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Event description:
During setup for patient use, the thermogard console (sn (B)(4) displayed tcmid:06 (ce post failure) error message on power on self test. Following this, the console was replaced for ivtm therapy, no patient involvement.